Event description:
The customer observed a falsely elevated magnesium result generated on an architect c4000 analyzer for one patient (sid (B)(6)). The initial result = 7.56 mg/dl, repeat result = 1.83 mg/dl (reference range 1.6-2.6 mg/dl). There was no impact to patient management.

Manufacturer narrative:
Service inspected the instrument, performed multiple troubleshooting procedures, and determined the arc c4 cuvt seg and the cuvette drying tip the likely causes of the result issue. Service cleaned the cuvettes and replaced the cuvette drying tip resolving the issue. An instrument service history review revealed no additional tickets related to discrepant/erratic magnesium results. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify a trend for the instrument parts. Review of the manufacturing documentation did not identify a nonconformance or potential nonconformance for the instrument parts. The most recent product monitoring review for clinical chemistry systems was reviewed and did not identify any similar issues related to the architect system, instrument parts, or discrepant results as described in this ticket. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified for the architect c4000, serial number (B)(6), or instrument parts. Additional information added to b5: sid (B)(6).

Event description:
The customer observed a falsely elevated magnesium result generated on an architect c4000 analyzer for one patient. The initial result = 7.56 mg/dl, repeat result = 1.83 mg/dl (reference range 1.6-2.6 mg/dl). There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3002809144-2024-00250 under a different suspect device.